Event description:
Surgery date: 1999. It was reported that during surgery, the instrument broke with a portion of the instrument remaining imbedded in the patient's bone. Surgery was completed without further incident.